Event description:
Complainant alleged that during a routine shift check by a clinician, the device had no display on the monitor screen. The complainant indicated that there was no pt involvemnt in the reported failure.